Event description:
It was reported by the affiliate that the (1) mcl20 was used in a prostatectomy procedure. It was reported that the clips did not stay in the closed position. The case was completed with another device and with no pt consequence. Two (2) products were also returned unopened.